Event description:
During scheduled follow-up, the programmer displayed a message stating that replacement criteria had been reached. The actual battery voltage shown on programmer screen was 2.7 v. Since the battery voltage for rrt is 2.66 v, the physician asked why a message for device replacement was shown whereas rrt voltage was not reached.

Event description:
During scheduled follow-up, the programmer displayed a message stating that replacement criteria had been reached. The actual battery voltage shown on programmer screen was 2.7 v. Since the battery voltage for rrt is 2.66 v, the physician asked why a message for device replacement was shown whereas rrt voltage was not reached.

Manufacturer narrative:
Please refer to the attached analysis report which was not included (due to mistake) in the MDR 1000165971 - 2016 - 00583.

Event description:
During scheduled follow-up, the programmer displayed a message stating that replacement criteria had been reached. The actual battery voltage shown on programmer screen was 2.7 v. Since the battery voltage for rrt is 2.66 v, the physician asked why a message for device replacement was shown whereas rrt voltage was not reached.

Manufacturer narrative:
Preliminary analysis did not reveal any irregularities.

Event description:
During scheduled follow-up, the programmer displayed a message stating that replacement criteria had been reached. The actual battery voltage shown on programmer screen was 2.7 v. Since the battery voltage for rrt is 2.66 v, the physician asked why a message for device replacement was shown whereas rrt voltage was not reached.